Manufacturer narrative:
The customer¿s report of a leak between the texium and needle was not confirmed. Visual inspection of the syringe noted no defects such as cracks, deformations, missing components etc. No obvious anomalies were observed. Functional and pressure testing resulted in no leaking. The root cause of the customer¿s report was not be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak between thetexium and the needle when administrating azacitidine injection (51mg of 153mg = 2.0333ml of 6.1ml.)